Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified sensor error message and was unable to obtain readings. As a result, customer experienced loss of consciousness, seizure and was unable to self-treat. No further details were reported. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received an unspecified sensor error message and was unable to obtain readings. As a result, customer experienced loss of consciousness, seizure and was unable to self-treat. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed on the reported complaint for the updated serial number and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information; section d4 (serial number) was updated from (B)(6) based on returned product download.